Manufacturer narrative:
Device was returned on 21- may - 2025 and evaluation/investigation is underway. Upon completion of the investigation, a supplemental MDR will be filed.

Event description:
The complainant reported that the impella automated impella controller (aic) had a controller error alarm. The aic was exchanged. There was no reported patient harm.

Manufacturer narrative:
Data analysis: console logs from the reported day of event are consistent with complaint and show an controller error alarm (opm comm crc error ¿ event set # 1045) triggered during the clinical procedure. See the attached imc_ic2698.pdf. Real time (rt) logs confirmed that all signals received from optical bench (placement, snr, contrast, lamp, gain) are represented with negative values due to the crc error. See the attached image rt_log.png. Device analysis: the console was sent back to field service for further investigation and was tested after arriving in fs. The controller error was due to an optical bench fw communication protocol anomaly, resulting in misalignment of data communication packets received by epc. The aic sw operated as designed. Further, optical bench was checked and no distortion in the analog output or issues were found. Root cause: the root cause of the ¿controller error (opm comm crc invalid) [optical pump connected] - alarm issued (i.e. Aic - loss of opm data)" was due to a firmware issue (optical bench fw anomaly). Corrective actions: before returning the console to the customer, the following actions are instructed to perform: perform section 13 ¿ 15 from preventive maintenance procedure (0042-7309). Perform a full functional check on the console and optical system (0042-7316).